Event description:
Two nurses assistants allege they broke toes in two separate incidents by rolling the be over their feet. They allege the brakes were not working. Technical found the brakes to be functional although a rubber pad was missing from the brake actuating foot pedal.